Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 450 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, clammy skin and shaking. The patient reports the pod failed to adhere and reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient administered manual insulin. Once at the hospital the patient was treated with intravenous fluids. The patient was prescribed zofran to be taken once daily every 8 hours as needed and tylenol. The patient was discharged from the hospital after 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.